Manufacturer narrative:
Advance failure analysis confirmed the initial finding. The fenestrated bipolar forceps instrument was confirmed to fail the continuity test and have damaged insulation with exposed wire. A closer look was taken at the exposed wire and it was observed that the wire was broken. To confirm, continuity was tested from one side of the break to the grips and passed. Continuity was then tested from the other side of the break to bipolar pins at the backend and passed. This confirms that the wire is broken.

Manufacturer narrative:
Based on the claim against the product by the customer noting the bipolar energy was not working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forces were analyzed and found to have failed the electrical continuity test. The complaint regarding bipolar energy not working was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additionally, the instrument was found to have the conductor wire insulation damaged. There was no material missing, however, the conductor wires were exposed.

Event description:
It was reported that during a da vinci-assisted ventral hernia tarup surgical procedure, bipolar energy was not working on the fenestrated bipolar. The procedure was completed with no reported injury.